Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with symptom of thirst and noticed blood at insertion site of sensor. Customer also reported discrepancy between sensor glucose and blood glucose values and received calibration not accepted alert. The customer reported a blood glucose value of 320 mg/dl. The sensor glucose value from the reported event was 201 mg/dl, the hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-242a, mmt-7040a, mmt-332a. Troubleshooting was performed for sensor vs blood glucose and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The difference between sensor glucose and blood glucose was not within the target range and more than 30%. Troubleshooting was not performed for high blood glucose. Troubleshooting was performed for sensor alerts and advised customer that if consecutive "calibration not accepted" alerts occur, the system will alert "change sensor" and the sensor will need to be replaced. Troubleshooting was performed for site issues and advised to customer change the sensor. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-332a.